Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold at multiple implant locations in both bipolar and unipolar configurations. The rv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead with stylet guide attached was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted. All tines were intact and undamaged.